Event description:
New cadd [continuous ambulatory delivery device] administration set tubing opened and attempted to attach to epidural cadd pump, but pump repeatedly alarmed "reattach cassette". Multiple attempts to reattach cassette were unsuccessful. New epidural cadd pump obtained but also repeatedly alarmed "reattach cassette". New epidural tubing opened and attached without issue on both epidural pumps.